Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to extend the helix due to helix damage. The rv lead was not used and the patient was in stable condition.